Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device delivered inappropriate shock. The patient was asymptomatic other than feeling some stabbing feelings in the chest prior to receiving the shock. It was suspected that the shock was delivered for likely at (atrial tachycardia) or supraventricular tachycardia (svt) with fast ventricular response. Subsequently reprogramming was performed. This device remains in service. No adverse patient effects were reported.